Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was attempted to be used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, the snare loop on the end of the peg tube snapped off. The device was removed from the patient and no broken parts were left behind. The procedure was not completed due to this event and was rescheduled as no alternative device was available. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of snare loop break. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.